Manufacturer narrative:
The data logs were returned and showed multiple positioning alarms as well as suction alarms during the case. The pump was returned for evaluation and a visual inspection showed traces of biomaterial on the tip of the impellers and no visual deformities were found. The pump passed hemolysis testing. The cause of the hemolysis is unable to be determined but could be due to the improper positioning that was both reported clinically and observed via the returned data logs.

Manufacturer narrative:
The impella cp optical was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a 59 years old white male patient had impella cp optical pump inserted independently in the left femoral. The patient had hemolysis, lab results still showed hemolysis, and urine was still bloody, repositioning was unsuccessful even with fluoro and echocardiogram (echo) guidance so the decision was made to explant the device.